Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the black coating on the outside of the thoracic grasper instrument was cracked/peeling in a couple of different places.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .036 x .080 piece missing/sections lifted up roughly .61 above the snake wrist. Failure analysis also found that the main tube exhibited a grayish color throughout the main tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.